Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device could not be conducted because the lot number remains unknown. The device remains implanted, so no engineering evaluation could be performed.

Event description:
The study included 22 patients with single stent and antegrade flow configuration; they were divided in two groups (pre and post ¿over-sirix¿). ¿over-sirix¿ was carried out in the retrospective group (pre ¿over-sirix¿) and it was used to plan the endovascular procedure in the prospective group (post ¿over-sirix¿). The most used chimney grafts (cg) association was tag/ctag (gore & associates, (B)(4)) and viabahn in 77% of cases. The results, including secondary endopoints, are the following: patient 7, for whom a reintervention was reported based on endoleak type I, also presented with one of the six reported bird beaks. The medical device was implanted within the brachiocephalic artery (ia). It was stated that the reported endoleaks occurred in patients with big gutters area caused by a too low oversizing rate; reintervention was made in case of sac enlargement. The reported bird beaks occurred for the same reason and for radius of curvature.